Event description:
The balloon mounted stent was starting to come off the balloon upon inserting the device into the femoral sheath. The physician noticed the stent becoming loose prior to inserting the device through the sheath and decided to not use the device. A new product was opened and used for the procedure. FDA safety report ID# (B)(4).